Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed impedance problem and fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of low lead impedance was confirmed and the reported even of lead fractured was not confirmed. As received, only the distal portion of the lead was returned in one piece. Final analysis found that the insulation was abraded at 43.3-43.4 cm from the distal tip. The cause of the reported event of low lead impedance was isolated to the exposed outer coil in the abrasion zone.